Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported by the patient's mother that the infusion set packaging was damaged prior to use. Also, the packaging was not sealed properly, misshaped or sterile packaging was not intact. The blood glucose level of the patient was 400 mg/dl which was treated by insulin pen. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001424, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18/sep/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6001424". The count of complaint is 6 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: "(B)(4)." Device history record (DHR) review: the lot 6001424 was packaging according to work instruction (wi) version 75 in the multivac 12 on 26/may/2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, the review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. Conclusion summary of complaint investigation: as a result of the following: no physical samples, one nonconformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, the thresholds of 6 reportable complaints is met for the lot in question and final reporting decision "serious injury and death", further actions are required. This complaint requires further CAPA determination assessment.

Event description:
To date no additional patient or event details have been received.